Event description:
It was reported that the customer had low blood glucose levels. Paramedics were called because the customer received too many boluses. Customer took glucose tablets and food to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.